Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim gastrointestinal/ pelvic floor it was reported that the caller mentioned hearing of a previous por that happened in the or due to cautery. Caller did not have any further information. There were no further complications reported.